Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a valid lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Additional information: the litigation has been resolved. No finding of device defect was made.